Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, and missing retainer. Cosmetic damage on the battery compartment and missing retainer are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.